Event description:
The customer had to go to the emergency room for high blood glucose levels. Customer stated that blood glucose levels were regulated after he changed out the set. Troubleshooting was performed and the pump appeared to be operating normally. The sutomer stated that the doctor wanted the pump replaced.